Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set fell off event during use on (B)(6) 2026. The issues occurred with two infusion sets used for two days for first event and one hour for second event.